Event description:
The customer contacted beckman coulter, inc. (Bci) to report that a bloody leak was observed in the diluter of their coulter lh 750 hematology analyzer. The customer was running quality controls and patient samples at the time that the leak was observed. There was no impact to patient results or patient treatment. The customer reported that the operator was wearing personal protective equipment (ppe - lab coat, gloves, eye wear) at the time of the event. There was no injury or exposure to the operator (i.e., no one was sprayed or splashed). No one sought medical attention. The customer had powered off the analyzer until service was provided. No other leaks were observed. The customer has an exposure control/risk management plan in place. A field service engineer (fse) was dispatched to the customer's site. The fse observed that the 3-tube pinch valve was broken and there was a bent needle. The broken pinch valve removed vacuum from the waste chamber that the needle bellows uses to drain the needle waste thereby causing the observed leak from the needle bellows. The fse replaced the pinch valve and needle and conducted performance runs to verify the analyzer met specifications. The root cause of this event is attributed to the broken pinch valve of the analyzer.

Manufacturer narrative:
Beckman coulter, inc. Urges its customers to comply with all (B)(4) standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.